Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer was sleeping prior to realizing they were low in blood glucose. The customer was treated for the low blood glucose with coffee and a teaspoon of sugar. The customer was assisted with trouble shooting and reviewed the priming technique with the customer. The customer will monitor the insulin pump for any issues.